Event description:
It was reported that the implantable neurostimulator (ins) ¿shut down.¿ the patient had an infection and the system was explanted. It was reported that the patient had a bone infection.

Event description:
Additional information received reported that the patient was administered perioperative antibiotics and the patient did not have meningitis. Symptoms were noted as fever, redness, swelling, drainage. The infection was located at the device pocket. A culture was done at the device pocket and results indicated staph. Treatment included both oral and IV antibiotics. The patient outcome was reported as infection resolved.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).